Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that customer accidentally over delivered insulin. It was reported that customer was not responding clearly when on the phone. Customer treated with glucagon and paramedics were called. Customer's blood glucose was 215 mb/dl after glucagon shot. Customer received assistance with loading insulin pump.